Manufacturer narrative:
The reason for this revision surgery was to exchange a insert due to a worn out poly after 9 years, 23 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against this part and lot number. The primary root cause of failure can be attributed to the prolonged use of the implant. This investigation is limited in scope because the explanted products were not returned to (B)(4) and hence any alternative root causes cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery. The surgeon exchanged the insert due to poly wear.